Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2024).

Event description:
It was reported that prior to an angioplasty procedure, a jelly-like foreign material was allegedly found on the tip of the catheter upon opening the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 018 device with original packaging was returned for evaluation. An unknown foreign material was observed within the device hubs and sample return bag. The unknown foreign material was hardened. No foreign material was noted within the original product packaging. No other anomalies were noted to the device. The device was shipped to the manufacturing site for additional review. An unknown hardened material was noted on the hubs of the device. The material was not thought to be any of the hydrophilic balloon coating. It is possible the material identified is the glue from the hub curing process, however this likely would have been solidified as a hard material and not "gel" like as reported by the hcp. The device and hubs are 100% inspected at the qa and then post hydrophilic coating steps to identify an defect. The exact source of the material could not be determined, and further testing was not performed due to the limited amount of the material. Therefore the investigation is confirmed for the unknown material noted on the device hubs and return sample bag. The definitive root cause and source for the reported unknown material could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 07/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, a jelly-like foreign material was allegedly found on the tip of the catheter upon opening the package. The procedure was completed using another device. There was no patient contact.